Event description:
Patient's dreamstation ii CPAP machine has been making noises when delivering air/mist. Patient paid (B)(6) to have the device serviced through philips. Patient received device back on march 7th and device worked efficiently for only 10 days before malfunctioning again. When prompted for air, the machine makes a loud humming sound. It does this for a few seconds and then abruptly releases a gush of air while the noise slowly dwindles. On march 28th patient took the machine to apollo home care, and they couldn't figure out the issue with the machine. According to patient, philips had a recall on this device about 5/6 years ago. Patient is on a few medications (gabapentin, levothyroxine, naproxen, sucralfate, and omeprazole) for other conditions.